Event description:
The customer reported to customer service that the power supply for her breast pump that she recently received as a replacement to a previous power supply has a cracked housing and looks as if it was damaged in transit. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not witness any smoke, fire, sparking, or melting. When she received it as a replacement to previous power supply, she saw that it was damaged (¿it was kind of wobbly¿), but she used it anyway. When she went to unplug it, it came apart in her hand while a portion remained in the outlet. She grabbed on to the insides and pulled the remainder out of the socket. She also indicated that no injuries were sustained as a result of the issue and that she disposed of the power supply. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. No conclusions can be made as to the cause of the event. The unit is ul certified and, as such, has been tested for impact and dropping. The original design testing involved dropping the unit from a 1.0m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0m and the housings showed damage and cracking (only after at least three drops. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continue to be monitored for similar issues.